Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps cadd solis vip pumps 2120. The complaint of failing accuracy at -9.65% was not validated or duplicated as the device passed all specified testing. Device over all condition was reported good. Passed all delivery and functional testing. No fault found.

Event description:
Investigation completed and summarized in h 10.

Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump failed accuracy by -9.65%. No patient involvement reported.